Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (tsvwb10) was returned for investigation with a returned mount. Visual inspection of the as returned product identified debris about the implant external threads, and significant damage to the internal drive feature and collar. The returned mount is noted to have a fractured hex feature. Appropriate documentation was reviewed and the following information was identified: document type(s) reviewed: ¿tapered screw-vent® implant system¿ 5161, rev. 3/12. & ¿instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants¿ 4869 rev 7-01/16; step 7 ¿ prepare the implant for healing:; page 9 a device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported the hex stripped during placement. The reported event is confirmed following inspection of the returned products. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
(B)(4). Additional PMA/510(k) number; k011028/k013227.

Event description:
It was reported that the implant's hex (tsvwb10) stripped during placement. Another implant was used to complete the surgery in the same procedure.